Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation confirmed the reported event and attributed it to clockwise current/rpms, and counter clockwise current/rpms failure. (Motor).

Event description:
It was reported the ar-8330h, shaver hand piece, is hot to touch when in use. Additional information 7/14/2021 it was reported during a procedure the ar-8330h, shaver hand piece, was getting very hot in the surgeon¿s hand. We just used another 8330h, and the patient was not harmed. Case was completed after the switch.